Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-8991ds disposables kit for dx knotless fibertak experienced drill root damage upon entering the bone while attached to a power tool. This resulted in fragments breaking off, and all fragments were then extracted. The procedure was completed using another ar-8991ds disposables kit for dx knotless fibertak, and no patient harm was reported. This was discovered during a procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
Additional information received: this was discovered during an atfl repair procedure. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the disposables kit for dx knotless fibertak® , ve5, noted that the guidewire with ao for dx fibertak 1.8mm had broken off at quick-connect male fitting. -functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the guidewire within the power tool.